Manufacturer narrative:
Investigation: visual inspection: visible particles in the reservoir and a calcified part of catheter, but no significant deformations or damage of the valves were detected during the visual inspection. The progav valve housing was subsequently measured and indicated the presence of a deformation. The housing deformation measured at -0.0535 mm, outside the tolerance of 0 ± 0.02 mm permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: first, we performed a visual inspection of the progav shunt system. A deformation of the outer housing of the progav valve was observed through the visual inspection. The deformation was indicated with the measurement of the plane parallelism of the valve housing. Additional were visible particles in the reservoir and a calcified part of catheter detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was permeable but could not be adjusted to all settings. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
Investigation is completed the result will be submitted with this follow up report.

Manufacturer narrative:
Investigation on going. Additional informations will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav. The surgeon reported that the valve is not adjustable and it was therefore replaced. Implantation: (B)(6) 2012. Removal: (B)(6) 2020. Patient data: age y: (B)(6), height cm: 180, weight (B)(6), gender: unknown.